Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow event could not be confirmed via review of the controller log files since log files covering the reported event are not available for analysis. Information received from the site revealed that the patient's blood pressure was not thoroughly controlled. A right heart catheterization (rhc) was performed on the patient and their ventricular assist device (vad) speed was adjusted. Approximately one week later, the patient presented to the hospital with signs of a stroke. Upon evaluation, the patient was diagnosed with a large left intraparenchymal hemorrhage and was taken to the operating room for decompressive craniectomy. Nine days following surgery, the patient opened their eyes to stimulation and intermittently followed simple commands with their left side. The patient had right side neglect and flaccid motor tone. The patient had a left gaze and pupils were equal, round and reactive to light. The patient remained hypertensive and was treated with medication and close blood pressure monitoring. The patient experienced worsening respiratory failure and required oxygen via nasal canula. Chest x-ray showed the patient likely had pulmonary edema. Due to the patient¿s poor neurological examination, the patient received tube feedings and was instructed to have nothing by mouth. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, respiratory dysfunction, neurological dysfunction and hypertension are known potential complications associated with the implantation of a vad. There is no evidence that the patient have a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending, and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient started smoking again and experienced low flow alarms when laying down on their left side. The patient¿s blood pressure was not thoroughly controlled and some days the patient was pulsatile and other days non-pulsatile. It was further reported that a right heart catheterization (rhc) was performed on the patient and their ventricular assist device (vad) speed was adjusted. Approximately one week later, the patient presented to the hospital with signs of a stroke. Upon evaluation, the patient was diagnosed with a large left intraparenchymal hemorrhage and was taken to the operating room for decompressive craniectomy. It was further reported that the patient had good results from the procedure and the patient was later extubated. Nine days following surgery, the patient opened their eyes to stimulation and intermittently followed simple commands with their left side. The patient had right side neglect and flaccid motor tone. The patient had a left gaze and pupils were equal, round and reactive to light. The patient remained hypertensive and was treated with medication and close blood pressure monitoring. The patient experienced worsening respiratory failure and required oxygen via nasal canula. Chest x-ray showed the patient likely had pulmonary edema. Due to the patient¿s poor neurological examination, the patient received tube feedings and was instructed to have nothing by mouth. The patient was on anticoagulation and the vad remains in use. No further patient complications have been reported as a result of this event.